Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation and patient's concern with the product.

Event description:
Healthcare professional reported left side deflation and a bilateral exchange from textured to smooth breast implants due to the patient¿s concern with the product. Device remains implanted.

Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: crease fold, yellow/white particles and opening. Leak test was performed and found opening on posterior. A microscopic analysis was performed which identified opening sharp in the posterior. A dimension measurement in the shell was performed which identified the thickness within specification. The fill test inspection was performed, the result is no blockage. Based on the device analysis, the final assessment is a sharp opening on posterior edge assessed as an unidentified (tear) opening.

Event description:
Healthcare professional reported left side deflation and exchange due to patient's concern with the product. Device has been explanted.